Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. There were no insulin flow block alarm noted on the event date 09-sep-2023 in the pump history file. However, the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. No rattle noise anomaly noted when the pump was shaken. Cosmetic damage at the inside of the pump was not confirmed, however, other cosmetic damage was noted. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, faded/stained serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Pump was cut open to perform visual inspection and found no evidence of physical damage (loose components) or moisture damage on the pcba1, or pcba2. No physical damage or moisture damage noted on the force sensor, motor and vibrator assembly noted. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 09-sep-2023 in the pump history file. On (B)(6) 2023 00:38:54.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 20. Bolus amount delivered = 20. On (B)(6) 2023 10:47:08.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 17. Bolus amount delivered = 17. On (B)(6) 2023 17:37:54.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 23. Bolus amount delivered = 23. Please see below for the daily total of all insulin delivered on the event date 09-sep-2023. On (B)(6) 2023 00:00:00.000 daily totals. Daily total collection start time = 09/09/2023 00:00:00.000. Daily total of all insulin delivered = 84. Daily total of basal insulin delivered = 24. Daily total of bolus insulin delivered = 60. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 09-sep-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-sep-2023 in the pump history file. On (B)(6) 2023 14:19:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 23:50:01.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 23:51:08.000 battery removed. On (B)(6) 2023 23:51:08.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 23:51:27.000 battery inserted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 3:27:57 pm. There was no power data available for the event date of 09-sep-2023. Unable to check power data for low battery alert and change battery fault (73)/replace batt alert. Low battery alert (104) unknown. Change battery fault (73) unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. No rattle noise anomaly noted when the pump was shaken. Cosmetic damage at the inside of the pump (rattle noise anomaly) was not confirmed, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and was hospitalized. The blood glucose value at the time of the event was 400 mg/dl. It was also reported that insulin pump was dropped/bumped with no visible pump damage. Insulin pump rattles while reservoir is inside of the pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.